Event description:
Pt underwent a right transfemoral coronary arteriogram approximately six days prior to admission. She developed right foot numbness and short distance claudication a day after her original arteriogram and was noted to have no right common femoral artery pulse. Ankle brachial index on the right was reduced. Arteriography demonstrated segmental occlusion of the right common femoral artery with pt profunda femoris artery and right superficial femoral artery and pt tibial run-off vessels. Pt had a right lower extremity revascularization performed by surgeon.